Event description:
A nurse reported that during a procedure, immediately after the surgeon inserted the phaco tip, a burn occurred. The phaco handpiece and tip was exchanged to complete the case. Sutures were required to close the incision. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).